Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 04/13/2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2022. It was reported by the parents that the pediatric patient experienced a skin reaction with pimples underneath the sensor pod area only, which occurred eight days after the sensor had been inserted into the abdomen. The day the sensor was removed due to a sensor error, the parents transported the patient to a clinic for evaluation of a bump on the skin. The patient was diagnosed with a skin infection and treated with keflex oral - 9 ml twice a day for 10 days. There was no documentation of examinations or laboratory test performed. At the time of the report, the patient was ok. No additional event or patient information is available.